Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the 26 mm sapien valve was deployed in a 50:50 position. After deployment, transesophageal echocardiogram (tee) showed severe aortic insufficiency. Therefore, a second 26 mm sapien valve was deployed. A post procedure tee revealed resolution of the severe aortic insufficiency. Additional information: the valve's pre and post deployment position was 50:50. There was good coaxial alignment of the delivery system and the valve as well as good image intensifier angle. There was no loss of pacing capture during deployment. The native valve/leaflet calcification was described as mild. The possible root cause for the aortic insufficiency was not provided. Attempts to obtain medical records for this case have not been successful.

Manufacturer narrative:
Aortic insufficiency (ai) and paravalvular leak are known potential complications associated with the transaortic valve replacement (tavr) procedure. Malpositioning of the sapien valve has the potential to contribute to suboptimal coaptation of the sapien valve leaflets which can cause central aortic insufficiency. Central aortic regurgitation can also be expected while the wire is across the valve. In general central aortic regurgitation improves by post-op day 1. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for the reported event cannot be confirmed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. The two serial numbers for the implanted valves were received through the edwards implant patient registry (s/n (B)(4)). However due to the limited information available we are unable to confirm which valve was implanted first and therefore unable to determine which valve to report on this report. This report currently reflects an "unk" serial number under section d of the form.